Event description:
A malfunction was reported for a pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support with resetting the pump, which resolved the issue, and was advised to continue using the pump and report any recurring problems.